Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fell and the right atrial lead dislodged. The attempt to reposition was unsuccessful due to an occluded lumen. The lead was explanted and replaced.